Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot#, serial# (B)(4), implanted: explanted: product type: recharger h3: analysis of the desktop charger (serial # (B)(4)) found that scrapped ac adaptor if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product.: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported connector pin fell out of desktop charger (dtc) cord. Patient noted that since the pin was damaged, the dtc did not charge the recharger. Patient was ¿begging¿ and ¿desperate¿ for help all weekend. Patient stated she was now ¿totally dead¿. Patient services (pss) asked patient to read the sn off of the dtc. Patient noted she could not read because she ¿blind¿ as a bad¿. Patient was yelling for her husband to come into the room to further assist while she reported to pss that she was ¿stiff¿ and in tears. A replacement desktop charger would be sent, connector pin broke off. Additional information from patient on april-30-2019 was received. Patient called back with equipment to provide serial number for desktop charger. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient indicated the broken connector pin was occurred on (B)(6) 2019. It was noted the replacement of the desktop charger (dtc) resolved the dead implant. No further complications were anticipated/reported.